Manufacturer narrative:
Evaluation of the returned component found fracture surface artifacts suggest possible fatigue fracture.

Event description:
It was reported that patient underwent total elbow arthroplasty on (B)(6) 2005. Subsequently, patient was revised on (B)(6) 2012, due to pain and swelling. During the revision procedure, the surgeon noted fracture of the ulnar component and signs of metallosis in the surrounding tissue.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number six states, "material sensitivity reactions". Number fourteen states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight". Number seventeen states, "postoperative bone fracture and pain". Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.